Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated the ins did not work well for her and the stimulation only "masks" the pain. She stated that all she was getting was "an internal tens unit", and stimulation did not help her nerves. The patient mentioned she thought the internal device would be different than the external trial device. The patient stated she has a lumbar fusion on (B)(6) 2019 and the surgeon removed the ins at that time, but left the leads in the body. The patient was not getting therapeutic effect since being implanted. No further complications were reported. No additional patient symptoms were reported.